Event description:
It was reported that the colonovideoscope biopsy channel was blocked because probe tip broke off in it. The issue was found during reprocessing. There were no reports of patient involvement or injury.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding. Correction: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, it is likely that the broken tip of the probe became stuck/clogged in the forceps channel. The occurrence of the reported incident can be prevented by adhering to the instructions for use (IFU), which state the following: detection method is described in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Preventive measures are described in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope biopsy channel was blocked because probe tip broke off in it. The issue was found during an unspecified procedure . There were no reports of patient involvement or injury.